Event description:
Report 4 of 6: it was reported that kit grp a strep 30 test veritor a positive result occurred and culture came back negative. No treatment was given. The following information was provided by the initial reporter: customer states fp. Strep pos, sent out and culture neg. When all send out cultures were negative. No other meds were given. Symptoms continued, so customer continued to test on veritor.

Manufacturer narrative:
H.6 investigation summary:this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 2266776. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer got six false positive results for the symptomatic patient samples. Later they sent the samples for culture test and lab stated there was no growth (negative result). While inquiring, customer informed that the patients were treated with antibiotics (amoxicillin for the 1st false positive and keflex for the second false positive) based on the false positive result received from bd veritor but no adverse impact was reported due to the treatment. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. Quality did not receive samples and therefore, sample analysis could not occur however photographs were returned for analysis and confirmed false positive result with bd analyzer. The reported issue was confirmed based on the photographs provided. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 6 it was reported that kit grp a strep 30 test veritor a positive result occurred and culture came back negative. No treatment was given. The following information was provided by the initial reporter: customer states fp. Strep pos, sent out and culture neg when all send out cultures were negative. No other meds were given. Symptoms continued, so customer continued to test on veritor.